Event description:
A customer reported an donor unit labeled a neg resulted as ab neg when tested on the galileo.

Manufacturer narrative:
A review of instrument results: (B)(6) ran at 1816 interpreted as ab neg. A10 (anti-a) - 79 large agglutinate present/ tight button, visually positive, b10 (anti-b) - 70 large agglutinate present v/ fuzzy, visually positive, c10 (anti-d 4) - 6 no aggutination, visually negative, d10 (rh ctrl) - 6 no agglutination, visually negative, e10 (sample mix) - x empty or too dense well detected. Rows e3, e4, and e10 all presented with empty or too dense wells detected on the plate. The affected positions were not testing wells. Advised customer that the complaint will be referred to service to investigate the pipettors and syringes due to empty or too dense wells detected. Review of customer account indicates that the piptest failed yesterday (proceeding to test samples in these conditions is contrary to labeling) and the plunger of the syringe for probe #2 was not properly seated. Additionally, probe #2 was replaced last week. A service call was made. Investigation of customer complaint reveals faint fuzzy reaction on anti-b for sample in question. Performed rinse pump verification, pipettor verification, and daily maintenance with expected results. Performed initialization and qc testing with expected results. The system was tested and is operating within specifications.